Event description:
Refer for follow-up information.

Manufacturer narrative:
D02 - intuitive surgical, inc. (Isi) received the integrated electrosurgical unit (iesu) viodv generator involved with this complaint and completed the device evaluation. The iesu viodv generator was placed on an in-house system, functionally tested in normal mode and the customer reported failure was confirmed and reproduced during testing. The root cause is confirmed to be due to component failure.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Based on the field evaluation, which confirmed the customer reported complaint. The fse replaced the integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. A return material authorization (RMA) has been issued and intuitive surgical, inc. (Isi) has requested to have the integrated electrosurgical unit (iesu) be returned for evaluation; however, the instrument has not yet been received as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. This complaint is considered a reportable event due to the following conclusion: it was reported that the energy device turned off by itself after the start of the procedure, and investigation confirmed the reported issue and the integrated electrosurgical generator unit (esu) was replaced to resolve the issue. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after the start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted prostatectomy - radical salvage surgical procedure, the customer called an isi technical support engineer (tse) and reported that the site was facing an issue with the integrated electro surgical unit (iesu). The nurse informed that the energy device turned off by itself. The tse asked the nurse to disconnect the instrument cables and to restart the iesu but there was no change. The tse asked the nurse to plug the power cord in another outlet, but the issue persisted. There was a delay between 15 and 30 minutes. The procedure was completed with another iesu and there was no patient injury.